Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving higher values when scanning the adc freestyle libre sensor compared an hcp meter. On (B)(6) 2019, the customer obtained unspecified higher readings and during lunch and as a result of the higher readings, the customer self-administered unspecified large amounts of insulin. As a result, the customer subsequently had a hypoglycemic event. The customer experienced an excess of sweating, general weakness, partial loss of consciousness, and bluer vision while been taken to the emergency room in (B)(6). An unspecified low blood glucose reading was obtained on the hcp meter and the customer was given gatorade and dextrose tabs as well as having his vital signs and cardiac monitoring performed. While in the hospital, the hcp performed blood glucose test versus the sensor scan and provided the following: hcp 115 mg/dl and 337 mg/dl compared to sensor scans of 236 mg/dl and 476 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported receiving higher values when scanning the adc freestyle libre sensor compared an hcp meter. On (B)(6)2019, the customer obtained unspecified higher readings and during lunch and as a result of the higher readings, the customer self-administered unspecified large amounts of insulin. As a result, the customer subsequently had a hypoglycemic event. The customer experienced an excess of sweating, general weakness, partial loss of consciousness, and bluer vision while been taken to the emergency room in (B)(6). An unspecified low blood glucose reading was obtained on the hcp meter and the customer was given gatorade and dextrose tabs as well as having his vital signs and cardiac monitoring performed. While in the hospital, the hcp performed blood glucose test versus the sensor scan and provided the following: hcp 115 mg/dl and 337 mg/dl compared to sensor scans of 236 mg/dl and 476 mg/dl. There was no report of death or permanent injury associated with this event.